Event description:
It is reported that the pad has fractured.

Manufacturer narrative:
Evaluation codes: as returned, a portion of the impactor pad has fractured off the device. This damage is likely caused by repeated use due to impaction on the poly. Impactors or impactor heads should be replaced when the part is no longer functioning. No lot number was provided; therefore, device history records could not be reviewed.